Event description:
Devices were implanted in 2004. Surgeon reported the stem extension separated at the morse locking taper on a rotating hinge knee femur. This occurred approximately 4 weeks post-op in a pt who had a comminuted peri-prosthetic fracture. The pt was revised to a segmental system in 2004.